Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and the caller successfully started a new sensor session without further issues.